Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of manufacturing documentation was not performed as the lot/batch number for this component was not provided. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Siena g, cindolo l, ferrari g, et al. Water vapor therapy (rezum) for lower urinary tract symptoms related to benign prostatic hyperplasia: early results from the first italian multicentric study. World j urol.2021;39:3875-3880.

Event description:
It was reported to boston scientific via an article published in world journal of urology, that a prospective study was conducted on patients treated with rezum between june 2019 and august 2020, to assess the functional outcomes of patients treated for benign prostatic hyperplasia (bph). A total of 135 patients were included. The patient profile includes individuals over 18 years old with no history of prior prostate interventions, who exhibit moderate to severe lower urinary tract symptoms indicated by an international prostate symptom score (ipss) of 13 or higher. They also have a post-void residual urine volume of 250 ml or less and a prostate volume ranging between 30 and 120 cc. The complications outcomes among the patients includes mild hematuria, hematospermia, dysuria, urinary tract infections (uti) and acute urinary retention (aur). Mild hematuria, hematospermia and dysuria were self-limiting within maximum 6 weeks. Uti occurred in eight patients (6% of the cases) and required to prolong the antibiotics. Sixteen (11.8%) patients had acute urinary retention (aur) at catheter removal at 7th postoperative day. Also, three patients experienced definitive transurethral resection of the prostate (turp) procedure. Although, the results indicated that the rezum treatment is a less invasive treatment option for individuals experiencing symptoms of benign prostatic hyperplasia (bph) and has demonstrated favorable early improvements.

Event description:
It was reported to boston scientific via an article published in world journal of urology, that a prospective study was conducted on patients treated with rezum between june 2019 and august 2020, to assess the functional outcomes of patients treated for benign prostatic hyperplasia (bph). A total of 135 patients were included. The patient profile includes individuals over 18 years old with no history of prior prostate interventions, who exhibit moderate to severe lower urinary tract symptoms indicated by an international prostate symptom score (ipss) of 13 or higher. They also have a post-void residual urine volume of 250 ml or less and a prostate volume ranging between 30 and 120 cc. The complications outcomes among the patients includes mild hematuria, hematospermia, dysuria, urinary tract infections (uti) and acute urinary retention (aur). Mild hematuria, hematospermia and dysuria were self-limiting within maximum 6 weeks. Uti occurred in eight patients (6% of the cases) and required to prolong the antibiotics. Sixteen (11.8%) patients had acute urinary retention (aur) at catheter removal at 7th postoperative day. Also, three patients experienced definitive transurethral resection of the prostate (turp) procedure. Although, the results indicated that the rezum treatment is a less invasive treatment option for individuals experiencing symptoms of benign prostatic hyperplasia (bph) and has demonstrated favorable early improvements.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Siena g, cindolo l, ferrari g, et al. Water vapor therapy (rezum) for lower urinary tract symptoms related to benign prostatic hyperplasia: early results from the first italian multicentric study. World j urol.2021;39:3875-3880.